Event description:
The manufacturer sales representative reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
D9: per rep, the device is no longer available for evaluation.

Event description:
No further information.